Event description:
It was reported that occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. Technical support advised disconnecting the tubing and performing a series of bolus deliveries, which were successful, after which the customer was instructed to replace supplies as necessary and resume insulin administration.